Event description:
This report is being filed retrospectively per the FDA's request. Per the surgeon, the pt presented at the clinic in 2006, after the flange fixture with abutment had fallen out. The surgeon reported that trauma was a possible factor in the fixture loss. The fixture was not returned for analysis. The pt received a new flange fixture with abutment 2007, and has been wearing the baha device.

Manufacturer narrative:
This is a final report.